Event description:
Additional information was received that another rv lss had occurred. The patient with this device system was in the emergency room for two days, as a result of experiencing dizzyness. All impedance measurements were stable and no out of range measurements were observed. The local area sales represenatative had no further information on this clinical observation.

Event description:
Boston scientific received information that during a device interrogation it was noted the safety switch tripped for the right ventricular (rv) lead due to an unknown impedance issue. Both the daily measurements and in-office check revealed impedance measurements within normal limits. No noise or other lead measurement issues were seen. Subsequently the rv lead was reprogrammed back to bipolar. It was noted that the patient had experienced syncope during a stress test for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the chronic right ventricular (rv) lead and pulse generator (pg) displayed noise and pacing impedance measurements of greater than 2,000 ohms. The lead safety switch feature was activated, changing the pacing to unipolar configuration, which displayed pacing impedance measurements within acceptable limits. A routine upgrade procedure was performed and the physician elected to extract and replace the rv lead. The (pg) was explanted and replaced with an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported during the procedure.